Manufacturer narrative:
Date received by manufacturer: 11jul2019. Date of report: 21oct2019. Repair information was confirmed. Although requested, patient information was not obtained. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power management (pm) printed circuit board assembly (pcba) and the motor controller (mc) pcba. After this repair, the unit passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported that the unit had error message of primary alarm failed. It is unknown if the unit was in use during the reported issue. No patient injury was reported. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 13may2019, date rec¿d by MFR : 20mar2019. The unit was in patient use at the time of the reported issue. No patient harm or injury was reported. Additional information received from the customer revealed unit had error code messages of auxiliary alarm supply failed and 35 volt supply failed. Customer planning to replace the motor controller (mc) and power management (pm) boards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05march2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit had error message of primary alarm failed. It is unknown if the unit was in use during the reported issue. No patient injury was reported. Event date not specified; estimate used.